Event description:
Caller reported difficulty pressing quick bolus/wake button on pump, requiring multiple presses to turn on screen, and confirmed issue persisted even after removing pump from case. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller by advising on finger placement and removing case. Customer reverted to an alternate method of insulin delivery.